Manufacturer narrative:
Manufacturer reference: (B)(4). Post market vigilance (pmv) led an evaluation of one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. The eeprom was uploaded and indicated 14 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The eeprom event log from the field was reviewed and displayed the failure code fail drive motor test open. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up but did not calibrate as expected. The device displayed one blinking green light above the handle symbol and two solid blue status indicator lights. The eeprom event log was reviewed and again displayed the failure code fail drive motor test open. Engineering then disassembled the unit for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc board. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the light sequence to replace the handle and the reported condition was confirmed. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station.

Event description:
Procedure: thoraco/esophagus customer states: prior to use on a patient. Device were put together, blue lamp started to light. They were reassembled and battery was replaced but lamp on body parts lit up. Another device was used. No patient involvement.